Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a buzzing sound on their controller when charging it. Additional information was received and the patient stated that the cause of the buzzing/noise was unknown but a manufacturer representative (rep) had called them. Additional information was received from the patient. It was reported that ever since (B)(6) 2020 when there was a problem with the controller it seemed as if they had to recharge the ins and the controller about 50% more often than they used to. The patient stated that they did not change any settings that would cause for more frequent charging of the ins or the controller. The patient stated that the problem with the controller was that one night while they were recharging the ins, the ins was almost done fully charging when the controller started making a noise and a yellow light came on. The patient said that no matter what they did, they could not get the controller to turn off. The patient took the battery pack out of the controller and that was the only way that they could get the controller to turn off. A replacement controller was sent to the patient. The patient called back later and confirmed they were able to set up the replacement controller. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported so far it seemed like everything was back to normal. No further complications reported/anticipated.